Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received one closed sample and one open and manipulated sample (the thread is outside of the plastic support, and the needle is missing). To evaluate the conformity of the closed unit, we performed the following tests: pull out of suture in the closed sample received is correct and the current one. Suture has been pulled out without difficult and does not become tangled. Knot pull tensile strength result conducted on the closed sample received is 1.34 kgf and fulfils the european pharmacopoeia (ep) requirements (ep requirements: 0.51 kgf in average and 0.15 kgf in minimum). Additionally, needle attachment strength result conducted on the closed sample received is 0.63 kgf and fulfils ep requirements: 0.46 kgf in average and 0.23 kgf in minimum. We have not found splitting on thread surface on the closed sample received before and after performing tests. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed sample received complies usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with optilene suture. The client reported that the optilene suture starts to split already when being removed from the packaging. It occurred before application, during preparation. There was no patient harm, nor was the surgery significantly prolonged. The issue occurred in several surgeries, always during skin closure in different procedures. Therefore, no patient data is available. Additional information has not been provided.